Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated theunicel dxc 800 pro, and identified the failure mode as multiple hardware. The fse replaced the sample probe, modular chemistry (mc) sample valve, syringe, crem stirrer bar, cleaned both bunm and crem cup and verified mc sample probe alignments which resolved the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous high patient results were generated for bunm (modular blood urea nitrogen) and low erroneous patient results for crem (modular creatinine) on their unicel® dxc 800 instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer verbally provided example of the erroneous results for two patient samples.